Manufacturer narrative:
Return requested. Replacement small straight ratcheting handle shipped to site (B)(4)2016. Medtronic investigation of returned suspect small straight ratcheting handle finds that, as reported, the end cap has broken from the handle and is missing. Otherwise, the handle ratchet mechanism and instrument lock are functional. Physical damage. Pieces missing. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative received a report from a site scrub technician that, while in a spine procedure, the cap fell off of their small straight ratcheting blue handle. Cap fell on the floor and was retrieved by the site representative. Surgeon proceeded with surgery using a second straight ratcheting handle. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.